Event description:
It was reported that a vented paclitaxel set leaked. This occurred during patient infusion. The reporter stated that the leak occurred at the joints of the set. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.